Event description:
Related MFR #2916596-2023-01258.

Manufacturer narrative:
Manufacturing investigation conclusion. The evaluation of the submitted log files confirmed the controller clock corrupt alarms that were likely caused by a loss of all power and system stoppage; however, a specific cause for these events could not conclusively be determined through this evaluation. A specific cause for the reported subtherapeutic international normalized ratio (inr) could not conclusively be determined through this evaluation. The controller log files captured backup battery faults and controller clock corrupt alarms. The controller external backup battery use count increased from 18 to 21, indicated that the patient fully depleted their lithium-ion batteries. The pump operated as expected for the duration of the log files despite these alarms. It was reported that the patient presented to the hospital with backup battery alarms and their backup battery was replaced. The account was not sure why the patient¿s clock was not set. The patient¿s controller was replaced on 10jan2023 in the clinic after finally obtaining a therapeutic inr. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, lists adverse events that may be associated with the use of heartmate 3 lvas. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files showed controller clock corrupt alarms on (B)(6) 2022 at 11:52. A review of the submitted periodic log file revealed that the clock reset occurred at some point on or after (B)(6) 2022. This reset was associated with a pump stop.